Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery using tfna for femoral trochanteric fractures. After the surgeon inserted the nail, a guidewire was inserted into the femoral head at the appropriate position. Then, drilling was performed only on the lateral, and after confirming that the blade and inserter were securely connected, the blade was inserted. The fracture site was slightly separated, and the inserter contacted the sleeve before the intended position. The locking mechanism was tightened using a screwdriver with a torque limitation attachment. Then, the cement was inserted according to the procedure. When the blade sleeves were removed to proceed to the next procedure (inserting a locking screw), the lateral end of the blade was inside the bone, and the blade was almost upside down (the pointed side of the lateral end was the proximal end). After the locking screw was installed, the end cap was inserted, but the end cap was slightly loose. The surgery was completed with no surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: a DHR review could not be performed for this pi. This is an invalid lot number ¿73766ps¿. Please confirm / correct the lot number and resubmit. A DHR review could not be performed for this pi. This is an invalid lot number ¿73766ps¿. Please confirm / correct the lot number and resubmit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.